Event description:
It was reported that three 511sd's were used during a cholecystectomy. It was reported by the affiliate that the first instrument the blade did not lock. The second device would not disarm. The third device would not arm. There was no consequence to the pt.